Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated to the suprapubic area, and became visible; therefore, a revision surgery was performed to remove and replace the component. There were no patient complications reported.